Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. The device remains implanted.

Event description:
Legal representative reported left side "severe pain, back pain, discomfort in the region of implants", "disproportionate increase in breasts, as well as the hardening of the region, falling", "experiencing distress, anguish, physical and mental health problems, causing psychological damage such as fear, difficulty sleeping, and shame for the disproportionate size of the breasts", "depression" and "very swollen".

Event description:
The device has been explanted.